Event description:
It was reported initially that the zimmer electric dermatome was not working. Additional information on 09/09/2009; the electric dermatome was chewing up the graft, and that the surgeon had to harvest an additional graft to complete surgery.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings. Additionally it was determined that the device motor was found to not operate and the ball detent was worn. The device was repaired according to procedure and returned to the customer. The device was purchased in 2008, and has been returned once in 2009.